Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the helix could no longer retract. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted as the helix could no longer retract. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and wire insertion. Measurements were within normal limits and passed without anomaly. Detailed analysis did confirm helix difficulty observation with the lead as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted as the helix could no longer retract. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the helix could no longer retract. There were no adverse patient effects.